Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint all front panel leds (light-emitting diodes) of the xenon light source were blinking was confirmed. Based on the results of the investigation, it is likely that all front panel leds blink due to dust inside the scope sensor. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that all front panel leds (light-emitting diodes) of the xenon light source were blinking. The issue occurred during maintenance. There were no reports of patient harm.